Manufacturer narrative:
Qn#(B)(4).

Event description:
Customer reported prior incident of CT contrast injector indicating high pressures during patient's CT and when disconnecting the outer lumen was "sausaged" out. No patient harm was reported.

Manufacturer narrative:
(B)(4). The customer returned one, 4-lumen cvc for analysis. Signs of use in the form of biological material were observed inside the extension lines. The catheter was returned with injection caps attached to each extension line. Visual analysis revealed that the distal extension line had ballooned across the majority of the extrusion. The portion of the extension line closest to the juncture hub appeared normal. Microscopic examination confirmed the damage. No other defects or anomalies were observed. The distal extension line outer diameter in an area not affected by the ballooning measured .0865", which is within the specification limits of .0840"-.0880" per the distal extension line extrusion graphic. The inner diameter of the distal extension line within the luer hub measured .056", which is within the specification limits of .055"-.059" per the distal extension line extrusion graphic. A lab inventory syringe was used to flush each extension line. A blockage was encountered when flushing the distal lumen; however, it was determined that the blockage was congealed biological material. After the biomaterial was dislodged, the distal lumen was flushed a second time and functioned as intended. The build-up of biological material within the extension line likely contributed to the extension line stretching/ballooning. Performed per IFU statement, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". A manual tug test confirmed that all three luer hubs were secure to their respective extension lines. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "ensure catheter patency prior to use. Do not use syringes smaller than 10 ml (a fluid filled 1 ml syringe can exceed 300 psi) to reduce risk of intraluminal leakage or catheter rupture". The report that an extension line ballooned was confirmed through complaint investigation. Visual analysis revealed that the distal extension line had stretched/ballooned. During functional testing, a blockage was encountered when flushing the distal lumen; however, it was determined that the blockage was biological material. After the biomaterial was dislodged, the distal lumen was flushed a second time and it flushed as intended. Despite this, the catheter met all relevant dimensional requirements, and a device history record review was performed on a potential lot identified from sales history with no relevant findings. Based on the customer report and the sample received, unintentional use error (overpressure) likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported prior incident of CT contrast injector indicating high pressures during patient's CT and when disconnecting the outer lumen was "sausaged" out. No patient harm was reported.